Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented in clinic after receiving inappropriate hv therapy due to lead dislodgement. Interrogation revealed out of range, high lead capture threshold and p-waves oversensing. The lead was explanted and replaced. The patient is doing fine.